Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16714826. (B)(4).

Event description:
It was reported that the patients lead had high impedances. The patient was reprogrammed and it was unknown if the stimulation coverage was affected due to the high impedance. The patient underwent a revision procedure wherein the linear leads were replaced. The patient was doing well post operatively. The explanted linear leads were not returned.